Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two onyx frontier coronary drug eluting stents were implanted in a mildly tortuous, mildly calcified lesion in the mid left anterior descending (lad) artery. The devices were inspected with no issues noted. Negative prep was performed on both devices with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery of the devices. There were no issues noted during stent deployment. The stents were fully expanded. The stents were post dilated with a 2.5x27mm nc euphora and a non-medtronic balloon. There were no issues noted with the nc euphora device. It was reported that one day following implantation the lad clotted. It was detailed that there were no physical issues noted with the stents. The lesion was dilated with a euphora balloon and non-medtronic nc balloons in the previously placed stents that were now occluded. A 3.0x20mm nc euphora balloon was also used to open the occluded stents. Percutaneous transluminal coronary angioplasty (ptca) was performed with eight dilations to open the occluded stents. Post ptca the clot was treated with a heparin and aggrastat (tirofiban) infusion. The patient was on warfarin four days before the index procedure. There were no issues with the balloon devices used in the follow-up procedure. The physician did not assess that the clotting eve nt was directly related to the use of the relevant devices. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.